Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided.

Event description:
It was reported that the anesthesia department experienced a tubing set that cracked and leaked during patient use. There customer stated that there was no patient harm caused by the event.